Manufacturer narrative:
Additional narrative: product investigation was completed. Device history record (DHR) review: manufacturing location: (B)(4), manufacturing date: 13.jan.2012. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Visual inspection was completed: the visual investigation of the returned spare reamer tube has shown that one tooth of the tip is completely broken off. All the other tips of each tooth are completely worn and damaged. At the outside of the surface are scratches visible. The exact cause that may have led to the breakage is undermined. It is likely that a mechanical overload situation has led to the breakage. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
It is unknown if there was patient involvement. Device is an instrument and is not implanted/explanted. (B)(6). A review of the device history record (DHR) was attempted: article and lot number do not match therefore not able to review DHR. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the reamer tube was discovered to be broken when it was returned to the loan department. This is report 1 of 1 for (B)(4).